Event description:
Complainant alleged that while attempting to defibrillate a patient the device displayed a "poor pad contact" message while using electrode pads. The user switched to defibrillator paddles but the device continued to display a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Please reference medwatch report 1220908-2005-00478 which documents the alleged malfunction for the second device.